Event description:
It was reported that this implantable pulse generator (pacemaker) oversensed an unknown noise on both right atrial and right ventricular channels that was most likely external. Right ventricular pacing was inhibited due to this issue. Additional information was received confirming the noise was caused due to an electromagnetic interference, the patient's was amidst a transcatheter aortic valve implantation procedure when the issue occurred. This device remains in service and no adverse patient effects were reported.